Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial undersensing, as some p-waves were falling into refractory. It was noted that the patient had a history of heart block. Upon review, it was determined that the p-waves were falling into refractory due to av search. Technical services (ts) recommended turning off av search, as the patient was 78% paced. This pacemaker remains in service. No adverse patient effects were reported.